Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: review of the black box data revealed multiple records of ¿no cartridge detected.¿ on investigation, a load step malfunction was no duplicated. The force sensor calibration test was negative. The pump was opened for further investigation; the force sensor flex was noted to have an open trace crack. Unrelated to the original complaint, the battery compartment was noted to be cracked to the left side of the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue; states the pump is "shooting" out insulin, before they can complete the rewind step. The pump is not priming during the load step. This complaint is being reported because the issue may result in a long term cessation of insulin delivery which can lead to a blood glucose excursion. There was no indication that the product caused or contributed to an adverse event.